Event description:
Boston scientific received information that the patient consulted his physician due to suddenly worsening breathlessness, where it was discovered that the left ventricular (lv) lead had dislodged. Additionally, high thresholds were noted. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.